Manufacturer narrative:
On 9/25/2017, bwi received additional information regarding this event: following mapping and extensive ablation, immediately post-testing and waiting stage, an isolated ectopic beat occurred. Physician opted to continue ablation. Length of the ablation cycle when the steam pop was observed at the same tip position was 55 seconds. Patient fully recovered with no residual effects. It was noted that the adverse event was considered to be life-threatening. There were no factors cited that may have contributed to the adverse event. Physician¿s opinion regarding the cause of the adverse event is that may have possibly been related to the increase in power from 30 watts to 35 watts. No transseptal puncture was performed. No sheaths were used. Initially the smartablate generator parameters included power control mode at 30 watts with default cut-off and temperature cut-off of 40 degrees celsius. Power was not titrated. For the last 4 ablations, power ranged from 5-37 watts, temperature ranged from 24-29 degrees celsius, impedance ranged from 107-123 ohms, and contact force ranged from 0 to 40 grams. Generator settings at the time of injury included power at 35 watts with temperature at 25 degrees celsius and impedance at 110 ohms. Overall ablation time in the rvot was 17 minutes and 50 seconds. There is no information regarding overall ablation time at the site of injury. Last ablation cycle time at the site of injury was 55 seconds. Irrigated catheter flow rate was set at 8 ml/min while ablating at up to 30 watts and 15 ml/min while ablating at greater than 30 watts. Patient did not receive anticoagulant during the procedure. Force visualization features included dashboard, vector, and visitag. Parameters for stability included stability max range 3mm, stability min time 3 secs, fot 30% 3g. There were no additional filters used with the visitag. Color options were used prospectively included impedance drop of 10 ohms. There is no information regarding spi value. Smarttouch catheter was not in close proximity to another catheter. Smarttouch catheter was zeroed after the initial warm-up phase post catheter connection to the carto 3 patient interface unit. Carto 3 system did not indicate to re-zero the catheter. There were no errors observed on any bwi equipment during the procedure. The patient¿s date of birth is (B)(6). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: pentaray catheter, model # d-1282-11-s, lot # 17679033l. Carto 3 system. Smartablate generator. (B)(4).

Event description:
It was reported that a (B)(6) male patient underwent an idiopathic ventricular tachycardia/right ventricular outflow tract (rvot) ablation procedure for ectopy with a thermocool smarttouch unidirectional sf catheter and suffered a cardiac tamponade requiring pericardiocentesis. Arrhythmia was mapped using the pentaray catheter and the carto 3 system. Multiple ablations of the ectopic focus were performed at the anteroseptal rvot, resulting in 63 visitags. Ectopy was successfully terminated. Smarttouch sf catheter was retracted back into the right atrium. Isoprenaline was administered in an attempt to provoke ectopy. In a 5-minute window, one rvot ectopic beat that closely resembled the clinical ectopy was observed, therefore ablation was continued. At the septal site, power was increased to 35 watts and irrigated catheter flow rate was increased to 15 ml/min. Ablation was performed at the ectopic focus site for an additional 119 seconds, resulting in 4 visitags. At this point, an audible steam pop occurred and ablation was stopped. Serial blood pressures were obtained. Initially, blood pressure was stable. After a couple of minutes, the patient became unresponsive. Echocardiography revealed a large pericardial effusion, measuring 4 cm at the largest point. Pericardiocentesis was performed over a 2-hour period and yielded approximately 1000 ml of blood. Blood products (unspecified) were administered. Patient was reported to be in stable condition. After 2 hours, the patient was transferred to the coronary care unit for monitoring. Patient required extended hospitalization over the weekend as a result of the adverse event. Patient to be discharged to home the following day. Smartablate generator was in power control mode at 30 watts. For the last 4 ablations, power ranged from 5-37 watts, temperature ranged from 24-29 degrees celsius, impedance ranged from 107-123 ohms, and contact force ranged from 0 to 40 grams. Irrigated catheter flow rate was set at 8 ml/min while ablating at up to 30 watts and 15 ml/min while ablating at greater than 30 watts.